Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the pt's transfer from the wheelchair to the bed, one of the sling clips detached from the spreader bar due to incorrect sling installation of the sling provided by the caregiver. As a result, the pt fell down and received head trauma but no bleeding or fracture occurred. From the information received it was indicated that the pt's injury was not serious and that the pt was hospitalized only due to old age and just for preventive action, without any treatment or consequences. It was also indicated that "the event was not related to product deficiency." MFR ref# 9611530-2014-00067.